Event description:
Device malfunction: none. Symptoms/ae: chest heaviness, low heart rate, and dyspnea. Time of symptoms/ae: two days after the procedure. It was reported that 2 days after uneventful stenting procedure, of a heavily calcified left internal carotid artery, the subject presented to the ER with chest heaviness, a low heart rate and dyspnea. It was determined to be "asymptomatic" bradycardia. The subject was treated by discontinuing the medication carvedilol and discharged to home the same day. The subject returned to the hospital in 2007 for a permanent implantable cardioverter defibrillator (ICD) implant, resolving the symptoms. No additional information available. Study event.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device information.